Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient went to the hospital since the inflatable penile prosthesis (ipp) was not working properly. As a result of the inspection, it was confirmed that there was a crack in the right cylinder connecting tube. Two weeks later, a surgical procedure was performed, and the device was replaced. A patient outcome of improved following the procedure was reported.

Manufacturer narrative:
Upon receipt of this inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned components underwent a thorough analysis. The cylinders, momentary squeeze (ms) pump and reservoir were visually examined and functionally tested for leaks. Cylinder one had wear at a fold in the distal end of the cylinder. Cylinder one had a hole in the proximal end of the cylinder from a sharp instrument. Cylinder one passed the leak test and the pressure test. Cylinder two had wear at fold in the distal and proximal end of the cylinder. Cylinder two passed the leak test. Under microscope observation, contamination (bodily fluid) was found within the ms pump. Ms pump had a leak from fatigue on one of the kink resistant tubing cylinder section. Spherical reservoir passed visual inspection and there were no anomalies found. Spherical reservoir passed leak test. Product analysis confirmed the reported event. Based on the analysis results, an investigation conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient went to the hospital since the inflatable penile prosthesis (ipp) was not working properly. As a result of the inspection, it was confirmed that there was a crack in the right cylinder connecting tube. Two weeks later, a surgical procedure was performed, and the device was replaced. A patient outcome of improved following the procedure was reported.